Event description:
According to the reporter: occurred during a lap. Cholecystectomy. While the stapler was applied to the gallbladder around the cystic duct, it could not be fired. The surgeon was able to squeeze the handle but unable to press the green firing button. The surgical time was extended more than 30 minutes due to the product problem. The case was completed using a new stapler. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.